Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pre-dilatation of the mid right coronary artery was performed three times with a non-abbott balloon catheter. During the fourth inflation of the non-abbott balloon catheter, it ruptured. During advancement of the promus stent delivery system, resistance was encountered, but the promus stent was eventually placed at the lesion. The device was pressurized and it was confirmed that the proximal shoulder part was inflated, but the stent did not expand; therefore, the device was pulled back into the guiding catheter. An attempt was made to advance a second promus, but it was unable to be delivered to the lesion. A non-abbott stent was implanted to complete the procedure. No additional information was provided. This is being filed based on the analysis of the returned device which revealed a hole in the balloon. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx promus stent delivery system (sds) found the first two rows of proximal stent struts were mangled. The stent damage noted likely occurred during retraction of the sds in the heavily calcified lesion. An attempt was made to pressurize the balloon when fluid leaked out of a hole in the distal taper of the balloon 1 mm distal to the distal balloon marker for a length of 1 mm. The stent could not be deployed and the balloon could not be pressurized due to the hole in the balloon. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. There was no report of any leaks or damage to the product noted during visual inspection or preparation for use. It is likely that the balloon was damaged (scratched) during interaction with other devices and/or the heavily calcified lesion, resulting in the tear in the balloon during inflation, which would have contributed to the stent not being able to deploy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported physical resistance, inflation issue, failure to deploy, and noted tear in the balloon appear to be related to the operational context of the procedure.